Event description:
The customer reported erroneous elevated accutni (troponin I) test results were obtained while using the access 2 immunoassay sys for 3 pts. Erroneous test results were reported out of the lab; however the results were questioned by the physician. Upon repeat the results were in the normal reference range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes without a gel separator and centrifuged for 10 minutes at 2500 revolutions per minute (rpm). Sample appearances were normal. Qc (qc) prior to the erroneous results was within the customer's established ranges. The reagent pack was disposed and a new accutni reagent pack was loaded. Customer then ran qc, which was in specs and reanalyzed the 3 pt samples, which resulted in the normal reference range. Customer declined svc as they believed the incident was isolated. The root cause could not be determined. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.